Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced adhesions and pancreas area mass palpable. Post-operative patient treatment included colon and small bowel freed up from anterior abdominal wall, mesh removal, lysis of adhesions, open distal pancreatectomy, splenectomy, intraoperative ultrasound, and revision surgery.